Event description:
It was reported that the health care professional (hcp) was notified by the patient with this implantable cardioverter defibrillator (ICD) system that their device was beeping. The hcp performed a remote interrogation and found that the beeping was due to the device having recorded high out of range shock impedance measurements on this right ventricular (rv) lead. The hcp called technical services (ts) and requested further review of the stored data. Ts reviewed the daily threshold and impedance measurements trend reports and confirmed that the rv lead shock impedances measured to be greater than 125 ohms. Ts discussed troubleshooting options and recommended for patient to be scheduled for an in clinic visit for further lead evaluation. At this time, the rv lead remains in service. No additional adverse patient effects were reported.